Event description:
The endo catch bag string broke during lap sleeve gastrectomy surgical case when attempting to close the bag. Surgeon stated that it happened on the two previous cases as well. Manufacturer response for laparoscope, general plastic surgery, endopouch retriever (per site reporter), ethicon vendor representative notified.